Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and successfully replaced. The device is expected to be returned. No adverse patient effects were reported.